Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a back-table assembly, the radiolucent insertion handle would not thread with the driving cap during an open reduction and internal fixation (orif) sub - trochanteric femur procedure. The surgeon inserted the nail manually. When mallet blows were needed, the driving cap was inserted into the radiolucent insertion handle without threading. There was no surgical delay. Procedure was completed successfully. Patient outcome is stable as planned. Concomitant devices: mallet (part/lot number unknown, quantity# 1); femoral nail (part/lot number unknown, quantity# 1). This report is for one (1) radiolucent insertion handle. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Additional data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was conducted: part: 03.055.001. Lot: l551412. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2017. The device history record shows this lot of 11 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: no issues were identified with the device upon a visual inspection. The device is undamaged with very minimal signs of wear that would not impact the function of the device. It was determined that the difficulty assembling the driving cap and insertion handle was due to stripped threads on the driving cap. As the cause of the complaint condition was identified, no further investigation flow steps are required. The complaint condition is confirmed since the driving cap and insertion handle would not assemble due to the stripped threads on the driving cap, this confirmed condition will be captured under driving cap investigation, and this product investigation will be categorized as unconfirmed as no issues were identified with this the insertion handle. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).